Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. However, during pullback, the device became separated even though no resistance was encountered. The device was removed by entwining two wires with the protective sheath. No fragments remained inside the patient. The procedure was completed with a different device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly and the imaging window detached near the lapjoint section. An unknown wire was returned stuck into the imaging window with residues. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. Media inspection of pictures provided by the site revealed the pictures were consistent with the imaging window separation noted during product analysis.

Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. However, during pullback, the device became separated even though no resistance was encountered. The device was removed by entwining two wires with the protective sheath. No fragments remained inside the patient. The procedure was completed with a different device. There was no patient injury.